Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "fluid channel not working" was confirmed as a tube misloading alarm. The root cause was attributed to a faulty pumphead. The pumphead was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Correction: information erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced fluid channel not working. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.